Event description:
The hospital reported that there was a system message code that occurred during the set up procedure. The hospital followed the system message instructions and restarted system three times with no success. The service dept was contacted immediately and system was taken out of service. A total of eight surgeries were cancelled.

Manufacturer narrative:
The company service rep examined the system and replaced the fluidics module. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).